Event description:
It was reported a faradrive steerable sheath was selected for use. During the procedure, the physician observed bubbles in the pulse field ablation sheath. The resolution of this issue remains undisclosed. No patient complications were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available. Because the product is yet unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was yet unable to be obtained.